Event description:
Information received indicates the bed exit alarm will not arm due to corrosion on the scale pc board.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.